Manufacturer narrative:
It was reported that the abbott care team called the patient and the patient reported they turned off their device about a year after implant because it caused more pain (uncomfortable stimulation). On (B)(6) 2019 patient reported their ipg was replaced by a nevro ipg on (B)(6) 2019. Our lead remains implanted. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported that the patient had experienced uncomfortable stimulation, the patient in turn had their ipg replaced with a competitor ipg on (B)(6) 2019.